Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented with a pocket infection. The system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.